Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. A review of the user's complaint history revealed no prior events reporting diabetic ketoacidosis. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.

Event description:
An initial event notification was received by sequel med tech, llc, on 15-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported having difficulty completing a cassette change due to an error. Multiple pump errors, as well as a cassette error, were observed, and a pump replacement was recommended. The user's mother reported that this was the second time that the user had experienced diabetic ketoacidosis since initiating twiist therapy. The user's sensor glucose was 336 mg/dl at the time of the event, which was not confirmed by fingerstick. The user reported their intent to revert to an alternative pump.